Event description:
Pt states that she received the vial adapter mckesson clave, but is not able to draw out any medication. Unable to resolve issue after troubleshooting. Pt reported while in the hospital (reason, dates, and length of stay are unknown) the nurse was handling the pump and jammed cassette which was stuck and unable to be removed. Reported to (B)(6) by pt/caregiver.